Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic for a planned system controller exchange in the setting of backup battery fault alarms. On 24mar2026, had system controller exchanged due to repeated emergency backup battery (ebb) fault alarms. The system controller that was exchanged and removed from service had sn: (B)(6). It was replaced with the backup controller provided at implant (sn: (B)(6)). Then reported an emergency backup battery (ebb) fault alarm on controller (B)(6), emergency backup battery (ebb): gz195235 on 09apr2026 that cleared with multiple self-tests. The patient reported additional emergency backup battery (ebb) faults on 12apr2026 that cleared with self-tests. The patient presented clinic on (B)(6) 2026 to have their system controller exchanged due to these multiple instances of emergency backup battery (ebb) faults. The log files were taken from prior to the exchange and were provided for reporting purposes only. In summary, this patient has had 2 controller exchanges in the last month in an attempt to remediate emergency backup battery (ebb) faults. The log file review captured emergency backup battery (ebb) faults on 12apr2026 due to emergency backup battery (ebb) failing the load test.